Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: rt coil found endometrium') in an adult female patient who had essure (batch no. B61396,b61395) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included heavy periods, vaginal odor, vaginal irritation, vulvovaginal candidiasis, hematuria and trauma. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("migration/migration of essure device location of device: rt coil found in endometrium"), genital haemorrhage ("gen. Abnormal. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia/(inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), asthma ("asthma"), hypertension ("high blood pressure"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraine headache"), vaginal discharge ("vaginal discharge") and multiple allergies ("allergies"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, female sexual dysfunction, menorrhagia, vaginal haemorrhage, asthma, hypertension, bacterial vaginosis, vaginal discharge and multiple allergies outcome was unknown. The reporter considered abdominal pain, asthma, bacterial vaginosis, device expulsion, embedded device, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, migraine, multiple allergies, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) - result not provided. Lot number: b61395 manufacturing date: 2013-08 expiration date: 2016-08. Lot number: b61396 manufacturing date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, female sexual dysfunction and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, female sexual dysfunction, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Patient demographics were added. Lab data added. Event injury nos updated to events pelvic pain, abdominal pain, apareunia, menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed and migration added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: rt coil found endometrium') in an adult female patient who had essure (batch no. B61396,b61395) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("migration/migration of essure device location of device: rt coil found in endometrium"), genital haemorrhage ("gen. Abnormal. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia/(inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), asthma ("asthma"), hypertension ("high blood pressure"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraine headache"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergies"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, female sexual dysfunction, menorrhagia, vaginal haemorrhage, asthma, hypertension, bacterial vaginosis, vaginal discharge and hypersensitivity outcome was unknown. The reporter considered abdominal pain, asthma, bacterial vaginosis, device expulsion, embedded device, female sexual dysfunction, genital haemorrhage, hypersensitivity, hypertension, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. Reporter's information added. Lot no. Were added. Events: abnormal bleeding (vaginal, ),asthma, allergies, high blood pressure, bacterial vaginosis, migraines / headaches, embedded device , vaginal discharge were added.medical history were added. Seriousness criteria removed for genital hemorrhage and device expulsion. Event migration updated to migration of essure device location of device: rt coil found in endometrium. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.